Event description:
It is reported that during a procedure, the articular surface was not able to be implanted into the tibial plate.

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the articular surface confirmed that the dovetail feature appears to be flared out as a result of removal of the implant and the surface of the device appears to be scratched. Review of the device history records did not find any deviations or anomalies. Dimensions were found conforming to print specifications where measured. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon receiving further information.

Manufacturer narrative:
This report will be amended when our investigation is complete.